Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section e1: initial reporter establishment name: state, province, or territory: section e1: initial reporter address, state, province, or territory and zip code: state, province, or territory: section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (incision enlarged). Section h6: health effect - impact code: 4625 - additional surgery (incision enlargement & sutures). An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of a preloaded monofocal intraocular lens (iol) in a patient's right eye, a capsular rupture occurred either during lens unfolding within the capsular bag or upon withdrawal of the inserter tip. The account suspected a possible sub-incisional capsular puncture; however, the physician was uncertain of the exact cause, noting it may have been related to excess ophthalmic viscosurgical device (ovd) or contact with the inserter tip. The lens was fully delivered, after which the incision was enlarged to allow explantation by cutting and removing the lens. A non-johnson & johnson 3-piece iol was implanted as a replacement. Sutures were required, which was not part of the physician¿s standard practice. The device was discarded and is not available for evaluation. No additional information was provided.